Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the inner sheath was broken at the distal end. The exact cause of the user experience could not be conclusively determined. However, the most likely cause of the reported event was attributed to misalignment of sheath during assembling or disassembling. The instruction manual warns users" always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip."

Event description:
Olympus was informed that at the conclusion of a trans-urethral resection of the bladder (turb) procedure, the sheath broke off. It was reported that the surgeon noticed that part of the tip was missing and was found to be attached to the surgeon's gloved finger. No device fragments fell inside the patient. The intended procedure was completed with the same device. There was no patient injury reported. No further information was provided.